Event description:
Information was received that reported a patient was hospitalized in 2009, due an incident of diabetic ketoacidosis. The reporter states in the of event, the patient was admitted to the hospital with a blood glucose of 720 mg/dl. The patient was treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.